Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. The returned device had one anterior cuff tab separated and not returned. Cuff tab measures approx. 0.01 by 0.01 inches. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, with three proglide devices, cuff misses were noticed. The guide wire was able to be reinserted and exchange the systems for another proglide. The sheath was upsized to 18fr and the aaa procedure was completed. The fourth proglide was used to successfully achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.